Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis found that one sc60 device was returned in good visual conditions and with no cartridge reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. Upon firing, the device was disassembled to verify the internal components and the closure link pin was found out of position. In addition the closure trigger return spring post was damaged and the closure trigger spring was disengaged. No conclusion could be reached as to how closure link pin became out of position, or the closure trigger return spring post were damaged however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, about a one centimeter pillar-shaped silver piece was found on the surgical drape between the patient and the mayo table after the third firing. The doctor did not feel any differences in firing until then. Another device was used to complete the case. There were no adverse consequences to the patient.